Event description:
It was reported that the patient presented to the hospital feeling lightheaded. The device was checked and looked good except that the p wave measurement was showing 0.0 mv. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the p waves tested fine.